Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012582075 was returned and analyzed. Visual inspection was performed and the catheter appeared to have a dent mark on the spiral array tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. The electrical continuity test did not reveal any anomalies. Hipot verification for the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage. During inspection of the spiral array segment, a tip dent mark was observed. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the kink issue was confirmed through testing and the loop catheter failed the returned product inspection due to a dent mark on the tip and tangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the sliding mechanism for the extension of the catheter did not extend fully, and a kink was observed at the distal tip of the catheter. After attempts to extend the slider on the handle, the catheter array was able to retract back into the sheath sleeve. The product was replaced and the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.